Event description:
It was reported that the patient with this pacemaker system experienced infection in the pocket area. A revision procedure was performed and this device was externalized. The right ventricular (rv) lead was explanted. A new rv lead was implanted and connected to this device. No additional adverse patient effects were reported. This device remains in service.